Manufacturer narrative:
The genomic dna sample was sent to (B)(6) center for bi-directional-sequencing. Sequencing interrogated kel exons 1-19 and the variant kel:c.1719c>t was identified. This variant allele kel*k(1719t) has been variously reported to encode "negative", "mod", and "elute phenotypes (2003 transfusion vol. 43 p.1121; 2007 transfusion vol.47 p.703; 2014 vox sanguinis vol.106 p.197). This variant allele is described by isbt as kmod, kel*02m.05 (modified expression which is variable detected depending on the used reagent). ID core xt reported a predicted kpb+ phenotype, but kel:c.1719c>t variant, not interrogated by ID core xt, is associated with a kpb negative or modified phenotype. This false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitation described in the ID core xt package insert (limitation 1 and 10).

Event description:
Site reports kpb discrepancy between ID core xt and serology results. Sample 193625 was tested by serology 4 times and is kp(b-) and the genotype is positive.